Event description:
Clinical information: (B)(4). It was reported that on (B)(6) 2024, a 25mm navitor valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was not performed due to noted little calcifications. Prior to deployment, the inflow edge of the constrained valve frame aligned at the base of the non-coronary cusp but was not performed in cusp overlap view. The final non-coronary cusp implant depth was 2.7mm. There was no difficulty implanting the 25mm navitor valve. A post-implant balloon aortic valvuloplasty was performed using a 23mm non-abbott device due to mild perivalvular leakage. On (B)(6)2024, it was noted via electrocardiogram that the patient developed an atrial flutter. On (B)(6) 2024, the decision was made to perform and radiofrequency ablation. On (B)(6) 2024, the decision was made to cardiovert the patient. The cause of the patient's atrial flutter is attributed to the patient's previously diagnosed atrial fibrillation and the implanted 25mm navitor valve. There is no allegation of malfunction against the abbott device or procedure. The patient was in stable condition at the time of report.

Manufacturer narrative:
An event of the mild perivalvular leak and atrial flutter after implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The possible causes for perivalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. It was indicated that final implant depth was 2.7 mm ncc which was not deap enough as intended which may have contributed to the reported event but could not be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the patient's atrial flutter is attributed to the patient's previously diagnosed atrial fibrillation. The reported unexpected medical intervention was a result of case-specific circumstances as post-balloon aortic valvuloplasty (bav) was performed to treat the leak. There is no allegation of malfunction against the abbott device or procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.